Event description:
Medtronic received information that this device was successfully implanted with good post-implant hemodynamics. The patient was stable following implant, and coded 25 minutes after implant from unknown complications while in a recovery room. Cardiopulmonary resuscitation (CPR) was initiated in response to the cardiac arrest and performed for 40 minutes. Cannulation of the right coronary artery (rca) was performed to rule out leaflet occlusion. The patient subsequently passed away. The cause of death was not known, but suspected by the device implant team to either be due to a perforation from another manufacturer¿s temporary pacing leads that had been placed prior to device implant or a CPR-related dissection.

Manufacturer narrative:
At the time of this report, the cause of death remained unknown, and it was not known if an autopsy would be performed. The product remains implanted and therefore has not been returned to medtronic. A supplemental report will be filed when the investigation is completed. (B)(4).

Manufacturer narrative:
The device history record was reviewed and showed that this device met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The cause of death is unknown, but was suspected to be due to a perforation related to either a non-medtronic device or the CPR performed on the patient. However, as neither an autopsy nor an explant was performed, a conclusive assessment of the relationship between the event and the device could not be reached. A procedure- or valve-related death is an inherent risk when the patient condition is such that a percutaneous aortic valve (pav) is needed to sustain cardiac function, and it can occur despite an ideal implant procedure or device functionality, as in this case. No allegations were made against the device, and there was no indication that a malfunction or misuse contributed to the reported events.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.